Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed uplink functional tests; the rf head cable was found out of electrical specification. It was noted the rf head cable was damaged. Analysis also found the rf head label was delaminated. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.